Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief, muscle spasms, inflammation, numbness, and change in stimulation associated with postural changes. Reprogramming was performed with adequate dermatomal coverage achieved. An x-ray was performed which identified a lead migration. The physician prescribed a steroid pack due to other potential pathophysiology. Approximately three (3) weeks later, the patient had a medial branch block (mbb) on level c7.